Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report motor error alarms while attempting to prime. Troubleshooting was done and the insulin pump did not pass the displacement test. Advised the customer to discontinue using the insulin pump. The blood glucose reading during the phone call was 200 mg/dl.